Manufacturer narrative:
Describe event or problem corrected. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that the event that was reported did not occur with the complaint device.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR. : the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery(sfa). Contralateral approach was used. After a non-bsc guidewire crossed the lesion, a 4.0 x 20, 135 cm mustang¿ balloon catheter was advanced for dilation. However upon inflation, the balloon ruptured. The device was completely removed from the patient's body. The device was replaced with a 4 mm x 2 cm non-bsc device and the flow was restored. No patient complications nor injury were reported.